Manufacturer narrative:
Trackwise#: (B)(4). The lot#: 3000258552 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the hst iii system (3.8mm) was prepared according to the proper procedure, but the seal fell off when the delivery system was withdrawn from the loading device. The failure occurred during step 4. The seal did not load properly. The blue slide lock was on. The seal does not enter the patient's aorta. A new hsiii was issued and the operation was completed. There was little impact in procedural delay. The patient had no health hazards.